Event description:
During a review of the event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11 which interrupted delivery. This was not reported by the customer. There is no reported patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague infusion pump with a user interface module master software version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty pumphead module (phm) channel c. To correct the condition, the phm channel c was replaced. If any additional information is received, a follow up MDR will be sent.